Event description:
Boston scientific received information that during the implant of this device, it was difficult to insert the left ventricular (lv) lead into the device header. There appeared to be a high amount of friction between the header and the connector of the lv lead. Full insertion was only obtained after mineral oil as applied to the terminal pin; however, insertion was still a bit difficult. The device and lead were successfully implanted and remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.